Manufacturer narrative:
Continuation of medical devices: 5086mri45 lead implanted: (B)(6) 2013; 5086mri52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had long v-v intervals and t-wave oversensing (twos) post pacing. The lead was initially reprogrammed however there was no resolution. It was later decided to switch to the pacing portion of the patient's second rv lead. During this time is was noted that the superior vena cava (svc) port was unplugged, and later replugged. The lead is still in use. No patient complications have been reported as a result of this event.